Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was implanted in a patient for the endovascular treatment of an isolated dilation of the right iliac artery. It was reported the patient presented emergently with leg pain. A CT angiogram showed the stent graft limb was occluded. A thrombectomy of the stent graft was carried out on along with the endovascular repair of the patient¿s abdominal aortic aneurysm. An angio-jet thrombectomy device was used to remove the acute thrombus and an endurant iis bifurcated stent graft was placed at the lowest right accessory renal artery. The indwelling stent graft was then married to the bifurcated stent graft with another 16x 13 limb. A 16x16 limb was also placed from the bifurcated stent graft to the left common iliac artery. The stent graft was ballooned and no endoleak was present on the post implantation angiogram. The event was reported to be resolved. As per the physician, the patient stopped taking their blood thinning medication and this led to the occlusion of the stent graft. No additional clinical sequelae were reported and the patient is fine.